Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was going in weekly for adjustments and was hoping that they would get better pain relief soon. The reporter stated that this time they only had a numbing agent. The reporter further stated that after implant they had holes in their spinal cord so they had to lay flat and drink caffeine to heal. It was noted that a blood patch was not needed. It was further noted the patient had saline in the pump for three weeks. The reporter stated they had several other health conditions, one of which was a heart condition and the pain regulated it. The reporter further stated that when their pain gets too severe they go into atrial fibrillation and their blood pressure would be at ¿stroke level.¿ it was noted that was why the patient received the pump. It was further noted that the patient was hoping that better pain management would help to regulate their other organs. The reporter stated that their cardiologist was suggesting that the pump healthcare professional add another medication to their pump on (B)(6) 2014. The pump contained bupivacaine. Additional information was requested, but was not available as of the date of this report.